Event description:
A us distributor reported that two batteries were contaminated and a monitor would not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won¿t power up) has been confirmed. Upon investigation there was contamination. The root cause for the contamination was ingress of an unknown liquid. Device evaluation of batteries has been completed. There was evidence of contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged batteries and monitor.